Event description:
Customer reported that the battery cap does not tighten onto the insulin pump correctly. She reported that she had the same issue tightening the reservoir into place. The blood glucose reading was 156 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display anomaly was noted. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.